Event description:
A malfunction was reported where the pump had unexpectedly stopped working after being dropped and left outside overnight. This incident caused the customer's blood glucose levels to show as "high," but the specific value was unknown. The customer managed their high blood glucose by administering a correction injection via multiple daily injections (mdi), and no assistance from a third party was needed. Technical support guided the customer in resetting the pump after providing necessary information on how to do so, and after the reset, the malfunction code did not recur. The customer was informed to contact support again if any further malfunctions occurred.